Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that - towards the end of a surgical procedure during anesthesia recovery - the device suddenly posted a ventilator failure alarm and indicated to the user that only manual ventilation support is available. The users bridged the time until a replacement device was available in manual ventilation; reportedly there have no consequences to the patient occurred.

Event description:
Please refer to initial MFR. Report #9611500-2020-00004.

Manufacturer narrative:
The log file covering the period in question was submitted for evaluation. The error code entries indicate that a shutdown of automatic ventilation occurred as reported; the root cause was related to an encoder check error. Three minutes after the shut down the device was placed into standby mode. The ventilator motor unit has several components that are subject to wear and tear. For example, a deterioration of the carbon brushes, the collector disc or the spindle may lead to sped fluctuations and thus, an actual measured piston position may not match the one that has been calculated (is expected) by the software. If significant deviations occur the sw will force a shutdown to prevent from serious mechanical damages to the ventilator unit. The shut down is accompanied by a corresponding alarm to alert the user; manual ventilation and the monitoring features will remain available in this case. Dräger finally concludes that the device responded as designed to a wear-and-tear related error condition. The particular device is fourteen years old and was run for >21.400 hours which equals to 164% of the specified life time - a value that can be considered well-acceptable.